Event description:
A customer reported a malfunction with their pump, specifically noting an issue with the device vibrating motor linked to malfunction 12. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the high blood glucose levels, the customer administered a correction bolus using the pump, and there was no need for third-party assistance. Although the customer managed to resolve the issue temporarily by resetting the pump, the malfunction reoccurred. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.